Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the camera was replaced. The positioning sensor unit (psu) returned to the manufacturer for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned psu powered up without the amber fault light on but it illuminated shortly afterward. A check of the event log showed an intermittent history of illuminator current low. Otherwise, the psu passed an accuracy test (aak) at .12 mm with a passing threshold of .35 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the recognition itself had no issues, but the right side of the positioning sensor unit (psu) lit up orange. Replacement was requested as the recognition of the passive markers was not good lately. But the psu could be used. No patient was present at the time of the event.